Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated boxes below the programmed lower rate represent relatively few counts, but because of the minimum height rule, the amount on the histogram plot looks significant. Raw data shows there are only 1,116 events out of over 4.3 million (<(><<)> 0.026%).

Event description:
It was reported that the patient complained of syncope. It was also reported that histograms of the implantable pulse generator (ipg) device showed bins populated well below the lower rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.